Event description:
It was reported that the right atrial lead had unstable threshold and the right ventricular lead had high threshold. The leads were inactivated and replaced with a transvenous system. No patient complications have been reported as a result of this event.